Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported a damaged front & rear case/fails. No patient involvement.

Event description:
Customer reported a damaged front & rear case/fails. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced front cover, rear case, tube drive, wiper seal, barrel clamp, carriage block assy, flange gripper, small/large gear claw, rt iui and lower housing. Plunger gripper recall completed. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front cover syringe. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/09/2014 to the present date 10/7/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.